Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the event log files, device history record (DHR), and instructions for use (IFU). A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urethral damage causing false passage or stricture. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility.the aquabeam robotic system's IFU lists urethral damage causing false passage as a potential risk of the aquablation procedure. Based on the review of the event details, plus the event log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, difficulty was experienced while inserting the aquabeam handpiece into the patient's bladder due to a pre-existing urethral stricture. The treating surgeon used s-shaped dilators to dilate the urethra. Post aquablation therapy, during resectoscope introduction, visualization challenges were experienced due to blood, and the urethral stricture was encountered again. It was discovered that the resectoscope was in a false passage located in the anterior tissue of the prostate above the verumontanum. Subsequently, a suprapubic catheter was inserted in the patient for clot evacuation which improved visibility. After achieving hemostasis, patient stabilization was confirmed and the suprapubic catheter was left in place for the post-anesthesia care unit. The patient was discharged and is reported to be doing "great". No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.